Manufacturer narrative:
This is a duplicate report please see MFR#3013756811-2025-282890

Event description:
Caller reported a cartridge alarm 30 that first occurred on december 8, 2025, and persisted until the next day, impacting the blood glucose level which was displayed as "high," though the specific value was unknown. There was no adverse impact on the customer's blood glucose level as a correction injection via mdi was performed by the customer. Technical support confirmed that the customer had not reported such alarms with this pump before and ensured that the customer would receive a replacement pump with updated software. The replacement pump was sent to the customer, who was also instructed on how to return the problematic pump to avoid being billed, program their settings into the new pump, and connect their cgm.